Event description:
It was reported during a follow up appointment, that this pacemaker device was found in safety mode. The patient was admitted to the hospital. A revision procedure was performed the next day, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device will be returned for a product investigation.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.